Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose value was unknown. Customer states the display was not blank less than 30 seconds and then returned. Customer states the contacts on the battery cap are neither missing nor damaged. Customer stated that display was going blank intermittently for the past 3 hours. The insulin pump will be returned for analysis.